Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when an asymptomatic patient presented in clinic for a follow up, device software reset was observed. Resetting the device was recommended. However, since the device nearing eri, the physician has decided to leave the device in reset parameters. It was later the device was explanted and replaced. The patient will continue to be monitored.